Event description:
A doctor identified two (2) different lots of maxcem elite, which were alleged to have been associated with the cement setting up too quickly; however, the doctor was not definitive as to the number of patients affected with regard to each lot. This is the thrid of three (3) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the loss of the restorations, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in section d4 of this report. The lots involved in the alleged incidents include lot numbers 4690551 and 4728088. The doctor removed the crown, cleaned the crown and re-cemented the restoration for the patient without further incident. To date, the patient is doing fine. The products involved in the alleged incident were not returned. The lot numbers 4690551 and 4728088 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evalutaions are necessary.